Event description:
Pt spontaneously called to discuss pump issues. She stated that current pump has lost programming. Confirmed with the pt that she did not have a battery in pump while it was not in use and that the programming was cleared due to internal battery being exhausted. She is switching to her backup pump. Pt stated that sometimes her backup pump stops working / shuts off. Instructed pt the importance of going to the hosp if both pumps are working. She agreed and gave verbal understanding. "Did the reported product fault occur while in use with a patient? (B)(4). Did the product issue cause or contribute to patient or clinical injury? (B)(4). Pt was unable to locate / provide pump serial numbers. I located the serial numbers in the one-track system. Unk which s/n with which malfunction. No pt injury." Dose or amount: 96.5 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: primary pulmonary hypertension.